Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient underwent right total knee arthroplasty and subsequently reports that she is having ongoing pain and that they drained another 13cc's of fluid off of her knee and sent it for testing. MRI shows loosening and the patient is being considered for a revision due to loosening, instability, pain, swelling, and noise. No further information is available at this time.

Event description:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Additional MDR report was filed for this event, please see associated report: 0001825034-2019-05477. 0001825034-2020-02336. H3- customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised three years and two and a half months post implantation due to loosening, clicking noise, swelling, and pain. Patient's first day of therapy occurred four days after the revision surgery. She relayed that her surgeon told her the bone cement was loose on the outside of the tibial and it came out in crumbs. There are no x-rays as only a MRI was done to show loosening. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information from the customer. Medical records were not provided and product was not returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01745, 0001825034-2019-01746, 0001825034-2019-01748. Concomitant medical products: van ps open intl fem-rt 65, item# 183108, lot# j3954015. Biomet cc I-beam tray 71mm, item# 141223, lot# j3920674. Series a pat std 31 3 peg, item# 184764, lot# 298760. Vanguard fem pegs set 2, item# 183099, lot# 579810. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total knee arthroplasty and subsequently has been experiencing a loose feeling, clicking noise, swelling, fluid removal twice, and pain. There is no additional information at this time.